Event description:
It was reported that the customer experienced frequent high blood glucose events. There was no specific highest blood glucose level reported, as the meter displayed ¿high¿. Cause was not known. To address the elevated blood glucose levels, the customer administered correction injections manually, as well as boluses through the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.